Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a staple line created at the distal portion of the colon with a sureform 30 curved-tip stapler and sureform 30 blue reload dehisced. The issue occurred during transection of the distal colon, where two blue stapler reloads had been applied. The stapler firing was completed without any complications, and the surgeon proceeded with the extracorporeal anastomosis using a third-party laparoscopic 45 stapler instrument. Upon completion of the anastomosis, the surgeon resumed use of the robotic system. Upon reentering the patient¿s abdomen, it was observed that the staple line had dehisced at the site where the second blue stapler reload had been fired. This dehiscence resulted in negligible bleeding. To address the issue, two additional blue stapler reloads were applied with the same stapler instrument. The remainder of the procedure was completed robotically without further complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 30 curved-tip stapler instrument was installed on the system four times and fired four blue stapler reloads. On each install the first clamp was successful. On installs 1, 2, and 4, the firings were completed with no pauses for compression. On install 3, the firing was completed with 1 pause for compression. There were no stapler related errors in the logs.